Event description:
The patient's family member reported that patient used the suspect device to check their blood glucose and obtained a result of 327mg/dl. Insulin was administered and a retest was performed two hours later. The retest result was 218mg/dl. Additional insulin was administered. One hour later another test was performed and the result was 218mg/dl. Patient then began to experience hypoglycemia and paramedics were called. Emergeny medical technician used their own equipment and their result was 40mg/dl upon arrival. Patient was taken to the ER and treated with dextrose. Level 1 glucose control was used on the system and the control was out of range. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.